Event description:
It was reported that a spectrum iq infusion pump had failed downstream occlusion during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1: brand name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing , failed downstream occlusion, was not reproduced. A review of the history log revealed multiple events of "downstream occlusion!" Alarms however test failures cannot be determined through the history log. A service history revealed the device has been serviced within the last 12 months. Evaluation serviced the device for a similar complaint. Evaluation observed the assignable cause to be force sensor scale factor calibration. All required service actions were completed in the last service cycle. The reported condition was verified. The cause of the condition was determined to be found out of tolerance and higher than intended range. Downstream tubing guide requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.